Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device, referenced in b5, is being filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via prior to an edoprosthesis procedure. Reportedly, two proglide devices came out without the suture, when removing the embolus [plunger] the suture came out loose. The sutures of two new proglide devices were successfully pre-placed. The sheath size was upsized to 10f and the endoprosthesis procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.